Event description:
A (B)(6) female pt contacted zoll customer support to report that one of her electrode belt connector pins was bent. She straightened the pin and was able to connect her electrode belt to her monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins has been confirmed). Upon eval the electrode belt was found to be fully functional. However, review of the call report confirms one connector pin was bent and the pt straightened the pin. The cause for the bent pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.